Event description:
Caller reports that during a correlation study the following coaguchek xs plus/laboratory results were obtained: 1) 4.0 inr/3.0 inr; 2) 3.2 inr/2.4 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.